Manufacturer narrative:
(B)(4). The customer reported the device will not charge and the ac indicator led light was not lit. There was no reported pt involvement. The 3rd party field svc engineer evaluated the device and confirmed the ac power module had failed. The ac power module was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.

Event description:
The customer reported the device will not charge and the ac indicator led light was not lit. There was no reported pt involvement.